Event description:
It was reported that the patient had extreme sensitivity at the anchor site. Reprogramming was done; however, the patient was experiencing increased pain in the back, leg and knee when the stimulator was on. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 550406. Product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7114094 / 7114296.